Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to an out of range low shock impedance. The patient's physican is aware of the situation and the patient will be monitored closely and attend normal follow ups. No adverse patient effects were reported. The device and lead remain in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.